Manufacturer narrative:
The device was received with both tamper seals broken and the bottom case, battery door and right plunger cases are cracked, serial number is missing from the display. The device history log showed motor not running. Occlusion tests showed. Motor not running error was found at the beginning of occlusion test. The stepper motor does not operate as intended. The root cause was unable to determine. The tech replaced stepper motor also replaced motor bracket, worm gear, leadscrew and clutch halves for preventive due to parts were old and worn out. Performed occlusion test and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device unit was dropped/motor will not start/crack on battery cover. No patient injury reported.